Manufacturer narrative:
Additional manufacturer narrative: report of an edwards mitral bioprosthetic valve model 7300tfx size 31mm explanted after one (1) day, and replaced with another edwards valve, same model size 29mm. Despite follow up with the healthcare provider to obtain additional information and the reason for explant, no information was yet provided. Explant of a mitral bioprosthetic valve after one (1) day can be due to multiple factors; however, without additional information and device return, the root cause cannot be determined or evaluated at this time. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There is no information to suggest a device quality deficiency related to this event. Additional information will be reported if provided.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of one (1) day .the reason for explant is unknown. The explanted device (size 31mm) was replaced with same model valve, size 29mm. Despite attempts to obtain additional information from the healthcare provider, no additional information has yet been provided.